Event description:
The advocate alleged that she performed a control test and received a result of 55 mg/dl using the customer's contour meter. The normal control range was 104-144 mg/dl. While troubleshooting, the advocate performed control tests, but only received error messages. She used the last of the customer's test strips, so no product is available for eval. No adverse events were alleged.